Event description:
Customer reported an issue with his insulin pump, which frequently indicated an empty cartridge despite it being full. This issue began after connecting the pump to upload information. There was no adverse impact to customer's blood glucose level. To address the problem, customer reloaded the cartridge, and technical support advised him to call back for further troubleshooting if the issue persisted.